Event description:
It was reported that a large volume elastomeric device overinfused during patient use. The device had been filled with 8g flucloxacillin. The pump was flowing quickly and large drops were noticed at a fast pace. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Update "large volume elastomeric" to ¿large volume folfusor¿. H4: the lot was manufactured from august 12, 2021 ¿ august 13, 2021. H10: the device was received for evaluation containing 224 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.